Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. Investigation found multiple pump reboot events in the black box history. The battery compartment was found to be cracked and failed a leak test. A test battery cap was unable to tighten properly but no power loss was observed. Moisture/corrosion was found inside the battery compartment but not in the pump interior. Using a test battery cap, the pump powered up to a dim and discolored verify screen with appropriate audio and vibration alert. The pump was exercised for 24 hours without incidents. Unrelated to the battery compartment and display issues, a torn bolus button cover was observed but the bolus button responded properly.